Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, the contact confirmed that no insulin drops were observed exiting the cartridge pigtail. A new cartridge was loaded and insulin delivery was able to be resumed. Additionally, it was reported that the pump became frozen on the "preparing for cartridge" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. Customer's blood glucose was 495 mg/dl..